Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e1 (initial reporter), e3. No decon or visual inspection performed since product was not returned and could not be evaluated. Judy, an ICU rn, reported a gas loss alarm on a cardiosave hybrid iabp during patient use. The alarm occurred once and was resolved by pressing the iab fill key. Judy confirmed there were no visible issues with the helium tubing (e.g., blood, discoloration, flakes), and all connections were secure. The patient was actively repositioning and coughing, which may have contributed to the alarm. No patient harm occurred. Judy was advised to monitor for repeated alarms and contact support if the issue recurs. Relevant personnel were notified via email. Based on the description, the gas loss alarm was most likely triggered by transient changes in balloon dynamics due to patient movement and frequent coughing, which can momentarily affect helium pressure or volume in the iab catheter. The esp representative guided the nurse on preforming a fill which resolved the gas loss alarm. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy there was gas loss alarm on a cardiosave hybrid. There was no patient harm or injury reported.